Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the suture sleeve of this right ventricular (rv) lead detached from the lead and migrated to the left lung of the patient during the implant procedure. The cause is unknown. The patient was hospitalized. This lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that this lead was an attempted implant and does not remain implanted. A new lead was successfully implanted during the procedure, and that the attempted lead will not be returned for laboratory analysis. The detached suture sleeve has not been removed from the patient to date.

Event description:
It was reported that the suture sleeve of this right ventricular (rv) lead detached from the lead and migrated to the left lung of the patient during the implant procedure. The cause is unknown. The patient was hospitalized. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.